Event description:
It was reported that patient presented in clinic. The patient's right atrial (ra) lead oversensed noise which caused automatic mode switch. The patient's right ventricular (rv) lead exhibited lead noise. The ra and rv leads were explanted and later replaced on (B)(6) 2025. Patient was stable.

Event description:
Related manufacturing report: 2017865-2025-114764. It was reported that patient presented in clinic. The patient's right atrial (ra) lead oversensed noise which caused automatic mode switch. The patient's right ventricular (rv) lead exhibited lead noise. The ra and rv leads were explanted and later replaced on (B)(6) 2025. Patient was stable.